Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v142889, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient lost therapy control the day prior to the report, and was ¿going more frequently and had to use more pads¿. When the patient attempted to change the batteries to the patient programmer (pp) a ¿call your doctor¿ power-on-reset (por) screen was displayed. It was noted that the patient was neither unable to feel stimulation nor able to turn stimulation on. The reporter stated that the patient saw a physical therapist the day prior to the report and had x-rays and a CT scan done in ¿previous¿ weeks. It was later reported that the patient had a ¿full return¿ of her bladder symptoms and a loss of therapeutic effect. The reporter in initially stated that the patient related the return of symptoms with the CT and x-ray scans she had done. However, it was further reported that the patient was in the hospital on 2 separate occasions the previous month and that ¿at some point during that time¿, the implantable neurostimulator (ins) ¿stopped working¿ and the patient¿s symptoms returned. At the time of the report, the ins was identified to be at end of service (eos), 55 by the clinician programmer. The reporter noted that it ¿would be reasonable to expect natural battery depletion¿ given that the ins was implanted for over 4.5 years.